Event description:
(B)(4). Initial report: this case was reported by the customer herself and involves a female pt who suffered from formation of nodules after cosmetic injection (augmentation of nasobial fold) with poly-l-lactic acid (sculptra, batch-no. Unk). The first event occurred after 1/2 - 3/4 years after treatment and was treated with cortisone. After 2 years of treatment, the pt developed nodules on the other side (only palpable). Additional info received on (B)(6) 2008. Addendum provided by customer: this case involves a female pt born in (B)(6). Medical history includes multiple sclerosis ((B)(6), without medicamentous treatment). Approx 9 - 10 years ago, the pt had been hospitalized because of diagnosis ms. Additional info received on (B)(6) 2008. Addendum provided by dermatologist: this case involves a (B)(6) female pt. On (B)(6) 2006, the pt had been treated with poly-l-lactic acid (sculptra, diluted 1:5 in distilled water, 3 x 1 ml, location: nasolabial, side of the nose bilateral). On (B)(6) 2007, she developed palpable, cord-like subcutaneous indurations. Corrective treatment included triamcinolone (suspension 10% twice), however, without any success. Alternative explanation provided by physician: possible tendency to fibrosis.

Manufacturer narrative:
Addendum for follow-up received (B)(6) 2008. Assessement after ptc investigation: batch record review without hint to root cause. No faults, defects, damages detectable.